Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The following event was reported by the pharmacy of the hospital: "rupture of a gamma nail which was implanted in 2014, at the insertion of the lag screw hole. Patient was sent from another hospital further to a fall. Patient was revised in (B)(6) 2016 with another osteosynthesis.

Manufacturer narrative:
Evaluation revealed the received trochanteric nail kit, stst gamma3 ® ø11x180mm x 125° to be the primary product. The other implants received were considered as concomitant products as they did not contribute to the event reported. Deficiency in material or manufacturing was not found. Dimensional examination revealed no deviations in the relevant undamaged areas. The affected item was documented as faultless prior to distribution. Thus, we excluded deviations in material and manufacturing. The received nail was completely broken in the webs of the proximal drill hole for the lag screw. According to the damage and the evidences of the breakage surfaces the nail broke in a fatigue manner after an implantation period of approximately 20 months. The appearance of the breakage surfaces of the anterior web at lateral suggested that the nail breakage had its origin in this area (missing plastic deformation / lines of rest). Starting with an incipient crack the breakage progressed through the cross section and ended in a small residual fracture at medial. The breakage in the posterior web followed most likely with delay in a much quicker way with increased tensional load. Bearing points are typical results of the interaction of the single products and the bone during the implantation period. Significant bearing points at the inferior edge of the proximal drill hole at medial as well as at the superior edge at lateral were found - transmitted by the lag screw. The appearance identified a high axial load application to the implants. A nail will be subject of a fatigue fracture if the stresses on the implant are too high or not considerably reduced during the period of implantation. The affected implant is designed to withstand the normal loads during the implantation period, i.e. The implant must neither be exposed to peak loads nor to continuous stresses. Another prerequisite for a successful supply is undisturbed, normal bone healing. This state must be achieved within a medically recognized period (confirmed by scientific analysis about 6 months) in such way, that the bone strength allows significantly increasing discharge of the time-fixed implant material. In case that such a situation does not occur, exceeding of the fatigue strength is to be expected and thus quite predictable complications. One requirement for successful nail treatment is a timely bone healing in order to relive the nail over the progressing time of implantation. Another requirement is that the implant must not be stressed by too high load application e.g. (But not limited to) exceeding weight bearing or other stresses. In this case a pseudoarthrosis (non-union) had been diagnosed by the attending surgeon. Non-union presents an insufficient- or non-healing of bone, which is regarded being related to the patient¿s condition. If, following a fracture insufficient callus is formed and after a long time no bony union is established, the two bone ends form a kind of joint and are able to move relative to one another.... It is a defective healing with serious functional consequences, since such a bone is naturally not able to bear weight. The pseudoarthrosis (non-union) had contributed to the nail breakage. The nail was not relieved by a sufficient bone healing. The aim of postoperative care must be to ensure the promotion of bone consolidation. Potential adverse effects are clearly pointed out in the labelling. Based on the above the nail breakage was not linked to a deficiency of the device, but was rather patient related. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The following event was reported by the pharmacy of the hospital: "rupture of a gamma nail which was implanted in 2014, at the insertion of the lag screw hole. Patient was sent from another hospital further to a fall. Patient was revised in (B)(6) 2016 with another osteosynthesis.